Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the recharger antenna was frayed. The patient stated as of 3 days ago he could not charge the ins. The recharger would show the reposition antenna screen continuously. The patient stated he could not communicate with the ins with the patient programmer. The patient reported charging a week prior. It was reviewed that the patient should try to communicate and charge with the new antenna, and call back if the issue was not resolved. No symptoms were reported. There were no reported complications and no further complications were expected.